Event description:
A peritoneal dialysis (pd) pt reported his cycler alarmed for air detected in the cassette during fill 2. He was unable to clear the error and was advised to set up with new supplies. When he opened the cassette door he found fluid leaking. He manually completed treatment and contacted his pd nurse. The set was not made available for eval. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. His effluent remained clear. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.